Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated non-boston scientific right atrial (ra) lead exhibited intermittent out-of-range pacing impedance measurements. A lead fracture was suspected but not confirmed. The clinician wanted to program the ra lead to the unipolar configuration. A boston scientific technical services consultant discussed that unipolar cannot be used with icds, and that the ra lead could be programmed off. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received new information that this ICD and lead system was explanted and replaced. A laser lead extraction procedure was performed to remove the competitive ra lead. A new device and lead system was implanted without complications. The device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.